Event description:
It was reported that during the pretest the foley catheter had difficulty to drain water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter balloon inflated and appearing asymmetrical. As it is unknown whether the balloon was fully inflated at the time of the photo, no additional complaint will be opened. The all-silicone foley catheter was returned with the syringe. The foley catheter was inflated with 10ml methylene blue solution (mbs) using the returned syringe. Per tm0300903 formula (b / (b + a)) * 100, (1.5 / (1.5 + 1.0)) * 100, the ballon concentricity was found to be 58/42, which is within specifications per ip7603444 revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to deflate the balloon using the returned syringe, however, only 3ml deflated within 5 minutes. Per ip7603444 revision 0 the catheter balloon must inflate and deflate with the use of a syringe. The catheter was then inflated with 10ml mbs using an in-house syringe, the 10ml passively deflated within 01min20sec the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, a DHR review was completed prior to CAPA determination, however, a DHR review was completed prior to CAPA determination. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest the foley catheter had difficulty to drain water.